Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. Patient stated that the cgm values were not accurate, which lead to her dosing incorrectly. Consequently, patient experienced diabetic ketoacidosis and visited the emergency room (ER) at around 10:00pm. Patient reported that at the time of inaccuracies, the cgm was displaying 79mg/dl compared to bg meter values of 179mg/dl. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined. The patient based treatment off of the cgm values. The dexcom g4 platinum continuous glucose monitoring system with share user's guide states: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value.